Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 472mg/dl, and her glucose level was treated with manual injections. The customer stated that insulin was all over the device, but the insulin pump was functioning and the customer had access to the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.